Event description:
A surgeon reported a patient with "occlusions that are the color of tobacco" on the intraocular lenses (iols) following bilateral iol implant surgery. The patient is reported to have poor vision, more so for the left eye. The left eye was 20/20 prior to developing these occlusions and currently, the patient's visual acuity (va) on the left eye has decreased substantially. The va for the right eye is only "slightly affected". Because occlusions are worse on the left eye, the iol for the left eye was exchanged. The iol for the right eye remains implanted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/15/2009, 07/01/2009, and 07/08/2009 by phone, fax, and mail. A completed questionnaire was received on 07/01/2009.